Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.the visual inspection and functional evaluation of the device had acceptable results.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Correction : additional information .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closure of laparoscopic colostomy procedure, the device did not fire. The black knob was broken off of the device. The piece was located - it did not fall into the patient. No impact to the patient was reported.